Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011 - (B)(4).

Event description:
Per the clinic, the patient developed an infection post-op. The patient was treated with antibiotics (type not reported) and with surgical debridement, which did not alleviate the problem. The device was explanted (B)(6), 2010, reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2011.